Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge, handpiece and viscoelastic. The cartridge product history records could not be reviewed because facility did not provide a lot number or any identification traceable to the MFR documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info phone, fax, and mail. A completed questionaire was not received. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the pt's visual acuity was no better, can't see near or far. The iol was exchanged for another model lens. Additional info was received from the surgical coordinator, who reported that the pt's ucva was worse after the intraocular lens was implanted than before. The pt also experienced ghost images and glare. Additional info has been requested.